Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, a broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, h6.

Event description:
Patient reported left side "rippling and feels like they may be leaking", "anxiety", and "fluid". Healthcare professional reported "rippling", "incorrect implant position", "doctor did not suspect or confirm a rupture ", "palpability of implant ripples", and "they are close together". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of wrinkling and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anxiety" and "fluid in left implant."

Event description:
Patient reported left side "rippling and feels like they may be leaking", "anxiety", and "fluid". Healthcare professional reported "rippling", "incorrect implant position", "doctor did not suspect or confirm a rupture ", "palpability of implant ripples", and "they are close together". Device remains implanted.